Manufacturer narrative:
The pump passed functional tests including displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call being hospitalized for high blood glucose of over 500 mg/dl and diabetic ketoacidosis. Customer indicated that the pump and basal settings are correct. Troubleshooting found that drive support cap and time and date programming were normal. Troubleshooting found that the pump was working as designed and customer was advised to change out set, reservoir and insulin and treat per doctor's instruction. Customer wanted to perform a high pressure test but did not have a clamp and will call back when clamp received to further troubleshoot. Customer is requesting a new pump and was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.